Manufacturer narrative:
Device evaluation update: g4, g7, h2, h6 and h10 results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause due to environmental contamination. An extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower driver fet's on the main electronics damage due to overheating. Initiated under warranty replacement.

Manufacturer narrative:
Vyaire file identification: (B)(4). Technical support has received the log files sent by the customer and being reviewed. The log file shows that there are multiple instances of blower failure and inspiration valve or device leaky alarms. Additionally, there was no flow coming from the blower. The blower current is higher while the voltage is low. The technical support suspected a damage on the controlling fet of main board as the customer confirmed burnt smell from the device. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported blower failure and inspiration valve or device leaky active alarm on a bellavista 1000 unit during start up. A smell of something burned and a bit of smoke appeared. The customer confirmed that there was no patient involvement associated with the reported event.